Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Customer blood glucose level was 199 mg/dl. Customer reported insulin pump had lose reservoir ring. Customer reported they had covid. The device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.